Event description:
It was reported that following a lead revision procedure [related manufacturer reference number: 1627487-2022-03692], the patient experienced severe pain and numbness. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, the continuity testing showed an electrical open was found on the returned lead channel 5. The cause of the event is consistent with damage during use.